Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level. A specific bg value was not provided. The cause was unknown. Additional information regarding the event was not provided. Multiple follow up attempts were made by tandem technical support; however, additional information was not received.